Manufacturer narrative:
This report is filed june 12, 2014.

Event description:
Per the clinic, the patient developed a skin flap infection (specific date not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2014. Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.